Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7073934, medical device expiration date: 02/29/2020 device manufacture date: 03/14/2017 medical device lot #: 7066527 medical device expiration date: 02/29/2020 device manufacture date: 03/07/2017 medical device lot #: 6266547 medical device expiration date: 08/31/2018 device manufacture date: 01/16/2015 medical device lot #: 7030880 medical device expiration date: 01/31/2020 device manufacture date: 02/06/2017 medical device lot #: 5016588 medical device expiration date: 01/31/2018 device manufacture date: 01/16/2015 investigation summary: the corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Event description: the packages weren¿t sealed properly. Lot #7030880 x 1 was used too. Lot #7066527 x 2, lot #6266547, lot #5016588 x2 will be returned as reference samples. Lot analysis device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). This incident is neither; therefore no DHR review is required. Findings: as this complaint was a MDR; DHR review was performed on the following lot number: 7073934 ¿ the lot number was packaged on afa packaging line 9 from march 20, 2017 thru march 22, 2017; 7066527 ¿ the lot number was packaged on afa packaging line 9 from march 16, 2017 thru march 17, 2017 for pallets 1-13 and part of pallet 14; afa packaging 8, from july 9, 2017 thru july 10, 2017 for partial pallet 14 and pallets 15 and 16; 142016 thru january 9, 2016; 6266547 ¿ the lot number was packaged on afa packaging line 8 from october 3, 2016 thru october 4, 2016; 5016588 ¿ the lot number was packaged on afa packaging line 11 from january 21, 2015 thru january 22, 2015; 7030880 ¿ the lot number was packaged on afa packaging line 9 from february 8, 2017 thru february 9, 2017. Per review of the DHR¿s it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 - o1 level a investigation per CPR ¿ (B)(4). The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received one unused iag 22ga unit in partially opened package from the lot number; 7073934. Received two unused iag 22ga units in partially opened package from the lot number; 7066527. Received three unused iag 22ga units in partially opened package from the lot number; 6266547. Received two unused iag 22ga units in partially opened package from the lot number; 5016588 received one unused iag 22ga unit in partially opened package from the lot number; 7030880. Visual/microscopic examination: 7073934: the package was partially opened at top of the blister pack. 7066527: the package was completely sealed at both ends of the blister pack. 6266547: one package was partially opened at the top of the blister pack. Two packages were partially opened at the bottom of the blister pack. 5016588: both packages were partially opened at the bottom of the blister pack. 7030880: the package was completely sealed at both ends of the blister pack. The analysis of top web adhesive: the product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition the paper top web of the returned unit was analyzed under uv light. The glue used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate of top web adhesive. The key variables that affect seal strength are: seal transfer/width and top web glue. Both of these variables were looked at during the investigation. Test description: visual/uv light; method no.: n/a; results: see observations and testing. Investigation samples(s) meet manufacturing specifications: yes; the returned units provided for evaluation for this incident met the manufacturing specification requirements. Conclusions: the defect of package damage/defective/other, as stated in the subject of the pir was confirmed with the returned unit. Even though the packages came partially opened, all the processes characteristics that directly influence the seal strength are: seal transfer and top web glue, measured within specification. No anomalies were found. Did the evaluation confirm the customer's experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? No; it was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: indeterminate comment: the packaging operators are responsible to verify the seal transfer/width and that packages are ¿water leak tested¿ every hour. These attribute inspections are done to verify that the packages are sealed adequately prior to placing them within the dispenser. This is issue is currently being investigated by CAPA (B)(4). Root cause: relationship of device to the reported incident: indeterminate comment: the packaging operators are responsible to verify the seal transfer/width and that packages are ¿water leak tested¿ every hour. These attribute inspections are done to verify that the packages are sealed adequately prior to placing them within the dispenser. This is issue is currently being investigated by CAPA (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was opened and unsealed prior to use. No serious injuries or medical intervention noted.